Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5103032. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd connector, the device experienced connector loose, or separating the connector and injector. The following information was provided by the initial reporter. The customer stated: it was reported the chemo tubing with phaseal connector at the end came disconnected from the patient who had phaseal adapter on his port tubing the chemo tubing with phaseal connector at the end came disconnected from the patient who had phaseal adapter on his port tubing. The alaris pump immediately alerted "occlusion" and no chemo dripped out of the end of the tubing. The phaseal adapter on the port tubing was swabbed with alcohol and reconnected. Chemotherapy tubing became disconnected while running mtx. Tubing became disconnected at injector site with the tubing laying on the floor and connector was still attached to patients port with blood running out of port. About 10mls of chemotherapy was lost and on the floor. Pts. Family rang call bell when pts line became disconnected. Connector piece came off of patient and stayed inside the injector piece. Pt. Only receive about 10ml of their 35ml of chemo due to this disconnection.